Manufacturer narrative:
Additional information was added to b5, h6 and h11. B5: during follow up, it was clarified that the connection issue occurred when the patient attached a minicap after peritoneal dialysis therapy. The patient noticed later that day that the minicap was on the floor. The next day the patient went to the clinic for a transfer set change. There was no report of patient injury or medical intervention associated with this event, however the patient was prescribed antibiotics as a precaution. H11: a batch review was conducted for suspect lots 24a03h15 and 24j08h15 and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: suspect lots 24a03h15 and 24j08h15 were reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and minicap; further described as ¿the caps would not tighten.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.